Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reprogrammed system using aperture-02 download app. The error 40096 is no longer present. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that the customer experienced a 40096 error when powering on the system. The technical support engineer conducted a complete power cycle and engaged the emergency power off (epo) procedure, but the system continued to power on with the same error.